Event description:
It was reported that the connection between the proximal piece and the distal piece (oversleeve) of the catheter connector was loose, and the distal piece was disconnected from the proximal piece immediately after connecting them. Another catheter connector was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty assembling an nxt connector is confirmed; however, the exact cause is unknown. One 4 fr nxt connector was returned for evaluation. An initial visual observation showed use residue on the returned sample, and the connector was returned assembled. The distal piece was found to be able to move back and forth on the proximal piece slightly; however, the connection of the two pieces was found to be complete and secure. The connector pieces were measured and were found to be within specification. A microscopic observation revealed some slight damage on the edge of the proximal connector piece within the small gap between the two assembled connector pieces. The connector was disassembled, and the proximal end of the blue internal compression sleeve was found to be slightly folded inward onto itself on one side. The distal connector piece was dissected, and the compression sleeve was observed to have been advanced. No catheter segments were found on or within the connector pieces. While the connector pieces were found to be able to connect completely and were found to be within specification, the damage observed on the proximal end of the compression sleeve may have prevented the catheter from passing through the distal connector piece and/or prevented the two connector pieces from seating correctly. However, insufficient evidence was found on the returned sample to determine the cause of this damage to the compression sleeve. Therefore, the root cause of the reported difficulty in assembling the nxt connector is unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the connection between the proximal piece and the distal piece (oversleeve) of the catheter connector was loose, and the distal piece was disconnected from the proximal piece immediately after connecting them. Another catheter connector was used to complete the procedure. There was no reported patient injury.